Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar degenerative disease and underwent lumbar internal fixation. During surgery, the set screw slipped during the surgery. The product came in contact with the patient. No patient complications reported as the result of the event.